Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer corrected the time and resumed insulin therapy. It was reported also that the tandem-provided usb charging cable became frayed. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Customer¿s blood glucose level was 170 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.